Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the healthcare professional (hcp) that the patient had been hospitalized with hyperglycemia on an unspecified date. The hcp mentioned that high glucose levels were the patient's norm and has been hospitalized with diabetic ketoacidosis (dka) a number of times in the last year as they're not doing well on multiple daily injections (mdi) with a continuous glucose monitoring (cgm) sensor. The patient administered a correction bolus during their pod training appointment. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported event. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.